Event description:
The drainage catheter was placed in the biliary duct of a patient. After three days placement, the catheter separated. The physician is going to remove the separated segment with a retrieval device. No other information is available at this time.